Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm replaced the batteries to resolve the failure and completed the pm. Full calibration was performed and the iabp passed all functional and safety tests per factory specifications. The iabp was then returned to customer and cleared for clinical use. The full name of the initial reporter is (B)(6), a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the battery run time test during a preventative maintenance (pm) performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported.